Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, no sensing could be detected with the pacing lead. The analyzer cable was changed out to confirm there was not an issue with the cable. The lead was removed and replaced. No patient complications have been reported as a result of this event.